Manufacturer narrative:
(B)(4). Batch # p93k57. Investigation summary: the device was received with no apparent damage. The handpiece was connected to a test device and tested on a gen11. The device was functional and worked as intended. No temperature issues were noted at any time during testing. The instrument was disassembled to inspect the internal components and no anomalies were found. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In order to avoid any handpiece temperature issues, it is recommended to allow the handpiece to cool sufficiently after sterilization. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and following was received: what was the size and shape of burn? What was the location of the burn? How was the burn treated? Which instrument was attached to handpiece? When the handpiece was getting hot, on what power level was the instrument being used? On what structure was the instrument while being activated? Where was the handpiece place when switched out? Was the hot handpiece placed on the patient? In general, where are devices placed when not in use? -n central core. Any generator alert screen displayed? Unknown. What was the procedure? Groin lymph node dissection. Are photos available? Unknown.

Event description:
It was reported that fifteen minutes into a lymph node dissection procedure the hand piece felt hot. The hand piece was swapped out with a like device and the procedure was completed. When the drape was lifted off of the patient thigh, they found that the patient had a second degree burn. The patient was sent to recovery and is scheduled to come back for a follow up.